Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter address exceeded allowable field length, initial reporter address is as follows: (B)(6).

Event description:
The customer reported that the rad-g kit with sensor "measures only the temperature parameter. When I move the pn 4325 cable, the device works intermittently, so I assume the problem is with the cable." Per the customer, no alarm or error message and "randomly displayed values due to an electrical contact." There was no patient impact or consequence reported.